Event description:
It was reported that the pt's pump experienced multiple pump stalls that were confirmed. There were a total of 13 motor stalls and 12 motor stall recoveries noted in the events log, beginning on (B)(6) 2010. The most recent motor stall occurred on (B)(4) 2010, without a recovery noted. The pt began to feel "bad" on (B)(6) 2010, and that feeling gradually got worse. It was later reported that the pt presented to the emergency room (ER), on (B)(6) 2010, with the complaint of nausea. It was stated that the pt had a MRI (for an unspecified reason) that caused the motor stall. It was noted that the pt's pump contained dilaudid at a concentration of 10 mg/ml and a dosage of 11.586 mg/day. No further details or pt outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).